Manufacturer narrative:
Additional information: d10 - date returned to mfg: 8/9/2019. G1 - contact office first and last name. H10: received one used sample for evaluation. The sample was leak testing and was determined to meet product specifications. Further, the returned sample was not observed to have any tubing separations and was assembled per the product configuration. The reported issue could not be confirmed. No lot review was performed as the lot number was not provided.

Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that they experienced a chemotherapy splash out while using transpac IV monitoring kit. It was further described that tubing bonding is not connected well. The date of the event is unknown. There was no report of patient involvement, adverse event or delay in critical therapy.